Event description:
It was reported that: "through the attorney for the pt, as a result of a legal claim, that allegedly the pt received a trident ceramic on ceramic right hip system. It was further alleged that, the pt is experiencing "pain extraordinary squeaking and clicking noises emanating form his hip."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. The devices are not available due to the ongoing litigation.